Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Only the connector portion of the lead was returned in one piece measuring 12.1 cm. Final analysis found an external insulation abrasion breaching the svc cable lumen was noted at 11.6 cm to 11.7 cm from the is-1 connector pin consistent with friction to device can. The svc etfe cable coating was noted normal in this region.

Event description:
This report is to advise of an event observed during analysis.